Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Two sutures presented problems. One suture had the thread drop from the needle and the other the needle was broken. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse patient outcome? There were no complications to the patient, with no need for additional interventions. The following information was requested, but unavailable: what was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Were x-rays performed to localize the needle? Were the needles removed from the patient? Was the procedure completed successfully? Procedure name and date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2022-04503. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.